Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device:uterus nad fallopian tube/right microinsertion is malpositioned and mostlywithin the uterine cavity with only a small portion in the proximal most right fallopian tube.') In a 47-year-old female patient who had essure (batch no. C76451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, shingles, heart disorder, sebaceous cyst, vaginitis, vulvitis, libido decreased and vaginal burning sensation. Concomitant products included amitriptyline (amitryptiline), fluconazole (diflucan), lisinopril and verapamil. On (B)(6) 2014, the patient had essure inserted. In march 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), adnexa uteri pain ("ovaries pain"), vaginal discharge ("vaginal discharge") and ear pain ("ear pain"). In 2015, the patient experienced dyspareunia ("dyspareunia"). In 2016, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), bowel movement irregularity ("gastrointestinal or digestive system condition: irregular bowel movements"), constipation ("gastrointestinal or digestive system condition: constipation"), anxiety ("hormonal changes : anxiety"), urinary tract infection ("infection: urinary") and vulvovaginal mycotic infection ("vaginal yeast infections") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, bladder disorder, urinary tract disorder, tooth disorder, fatigue, bowel movement irregularity, constipation, anxiety, urinary tract infection, vulvovaginal mycotic infection, migraine, adnexa uteri pain, vaginal discharge, weight increased and ear pain outcome was unknown. The reporter considered adnexa uteri pain, anxiety, bladder disorder, bowel movement irregularity, constipation, device expulsion, dysmenorrhoea, dyspareunia, ear pain, fatigue, menorrhagia, migraine, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: 1st device inserted into right ostia, trailing coils 3. 2nd device inserted into left ostia, trailing coils 2. Current weight: 139 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Hysterosalpingogram - on 20-mar-2015: left microinsertion appears to be in appropriate position, left fallopian tube appears occluded. Right microinsertion is malpositioned and mostly within the uterine cavity with only a small portion in the proximal most right fallopian tube. Prominent venous intravasation in the right pelvis limiting evaluation and tubal occlusion on the right is not confirmed. Intraluminal uterine contour is irregular, mildly lobular. There are also small illdefined filling defects. May be due to fibroids, products of menstruation or possibly polyps. (Per mr); on (B)(6) 2015: satisfactory position of left tubal insert. Unsatisfactory position, proximal location of right tubal microinsertion. Should not rely on essure device for contraception. Venous intravasation without findings to suggest tubal patency (per mr). Pathology test - on (B)(6) 2015: negative for malignancy.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device:uterus nad fallopian tube/right microinsert is malpositioned and mostly within the uterine cavity with only a small portion in the proximal most right fallopian tube.') In a (B)(6) year old female patient who had essure (batch no. C76451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, shingles, heart disorder, sebaceous cyst, vaginitis, vulvitis, libido decreased and vaginal burning sensation. Concomitant products included amitriptyline (amitriptilina), fluconazole (diflucan), lisinopril and verapamil. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), adnexa uteri pain ("ovaries pain"), vaginal discharge ("vaginal discharge") and ear pain ("ear pain"). In 2015, the patient experienced dyspareunia ("dyspareunia"). In 2016, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), bowel movement irregularity ("gastrointestinal or digestive system condition: irregular bowel movements"), constipation ("gastrointestinal or digestive system condition: constipation"), anxiety ("hormonal changes : anxiety"), urinary tract infection ("infection: urinary") and vulvovaginal mycotic infection ("vaginal yeast infections") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, bladder disorder, urinary tract disorder, tooth disorder, fatigue, bowel movement irregularity, constipation, anxiety, urinary tract infection, vulvovaginal mycotic infection, migraine, adnexa uteri pain, vaginal discharge, weight increased and ear pain outcome was unknown. The reporter considered adnexa uteri pain, anxiety, bladder disorder, bowel movement irregularity, constipation, device expulsion, dysmenorrhoea, dyspareunia, ear pain, fatigue, menorrhagia, migraine, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: 1st device inserted into right ostia, trailing coils 3. 2nd device inserted into left ostia, trailing coils 2. Current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Hysterosalpingogram on (B)(6) 2015: left microinsert appears to be in appropriate position, left fallopian tube appears occluded. Right microinsert is malpositioned and mostly within the uterine cavity with only a small portion in the proximal most right fallopian tube. Prominent venous intravasation in the right pelvis limiting evaluation and tubal occlusion on the right is not confirmed. Intraluminal uterine contour is irregular, mildly lobular. There are also small illdefined filling defects. May be due to fibroids, products of menstruation or possibly polyps. (Per mr); on (B)(6) 2015: satisfactory position of left tubal insert. Unsatisfactory position, proximal location of right tubal microinsert. Should not rely on essure device for contraception. Venous intravasation without findings to suggest tubal patency (per mr). Pathology test - on (B)(6) 2015: negative for malignancy. Most recent follow-up information incorporated above includes: on 26-jul-2019: pfs received lot number was added. Events "abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dental problems. Dysmenorrhea, dyspareunia, fatigue, gastrointestinal or digestive system condition: irregular bowel movements, constipation, hormonal changes: anxiety, infection: urinary, yeast infections, migraines/headaches, migration of essure device: fallopian tubes and uterus, pain, vaginal discharge, weight gain, ovaries pain, ear pain" were added. Concomitant drug ,medical history and lab data were added. Reporter, patient and product information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device:uterus nad fallopian tube/right microinsert is malpositioned and mostly within the uterine cavity with only a small portion in the proximal most right fallopian tube/migration') and genital haemorrhage ('general abnormal bleeding') in a 47-year-old female patient who had essure (batch no. C76451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, shingles, heart disorder, sebaceous cyst, vaginitis, vulvitis, libido decreased and vaginal burning sensation. Concomitant products included amitriptyline (amitriptilina), fluconazole (diflucan), lisinopril and verapamil. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), adnexa uteri pain ("ovaries pain"), vaginal discharge ("vaginal discharge") and ear pain ("ear pain"). In (B)(6) , the patient experienced dyspareunia ("dyspareunia"). In (B)(6) , the patient experienced migraine ("migraines/headaches/migraine"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder or urinary problems or changes/bladder infection"), uti ("bladder or urinary problems or changes/uti"), fatigue ("fatigue/fatigue"), bowel movement irregularity ("gastrointestinal or digestive system condition: irregular bowel movements/gi conditions"), constipation ("gastrointestinal or digestive system condition: constipation"), anxiety ("hormonal changes : anxiety/psych injury"), urinary tract infection ("infection: urinary"), vulvovaginal mycotic infection ("vaginal yeast infections / vaginal infections"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and headache ("headaches") and was found to have weight increased ("weight gain/weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, cystitis, uti, tooth disorder, fatigue, bowel movement irregularity, constipation, anxiety, urinary tract infection, vulvovaginal mycotic infection, migraine, adnexa uteri pain, vaginal discharge, weight increased, ear pain, pelvic pain, abdominal pain and headache outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, anxiety, bowel movement irregularity, constipation, cystitis, device expulsion, dysmenorrhoea, dyspareunia, ear pain, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, uti, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased and urinary tract infection to be related to essure. The reporter commented: 1st device inserted into right ostia, trailing coils 3. 2nd device inserted into left ostia, trailing coils 2. Current weight: 139 lbs. Plaintiff received treatment for psych injury, fatigue, gi conditions, weight gain, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: left microinsert appears to be in appropriate position, left fallopian tube appears occluded. Right microinsert is malpositioned and mostly within the uterine cavity with only a small portion in the proximal most right fallopian tube. Prominent venous intravasation in the right pelvis limiting evaluation and tubal occlusion on the right is not confirmed. Intraluminal uterine contour is irregular, mildly lobular. There are also small illdefined filling defects. May be due to fibroids, products of menstruation or possibly polyps. (Per mr); on (B)(6) 2015: satisfactory position of left tubal insert. Unsatisfactory position, proximal location of right tubal microinsert. Should not rely on essure device for contraception. Venous intravasation without findings to suggest tubal patency (per mr). Pathology test - on (B)(6) 2015: negative for malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Events per pfs: genital bleeding, pelvic pain, abdominal pain, headache were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.